Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The supera stent system was advanced without issue. When the rachet system was locked, the stent would not completely deploy and was partially deployed approximately 10 mm. The stent system was removed with the stent, and some resistance was noted with the introducer sheath during removal. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported information and analysis of the returned product was reviewed. During functional testing, the reported deployment issue was confirmed. The reported resistance noted during removal was likely the partially deployed stent interacting with the introducer sheath during withdrawal. In this case, it is possible that anatomical conditions contributed to the ratchet to sheath interaction as the interaction was only able to be replicated when the distal end of the shaft was bent, suggesting the vessel tortuosity may have contributed to the difficulty. A review of the historical data for the reported lot was performed and revealed no other incidents reported for this lot. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Overall, a conclusive cause for the reported difficulties could not be determined; however, there is no indication to suggest a product quality deficiency.